Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed psi testing during preventative maintenance" was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi (pounds per square inch) testing during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.